Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation without the overwrap for evaluation. The dialyzer was returned with corporate provided caps attached. Blood was present throughout the dialyzer. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 140° on the cavity ID end of the dialyzer. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber fragment was found on the cavity ID end at approximately 140°, with the dialysate ports situated at 0° in the dialyzer. The fiber fragment measured approximately 1.71 mm in length. There was no other damage or irregularities noted on the sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility administrator (fa) reported that a dialyzer blood leak occurred 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. Blood was visually observed. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator (fa) reported that a dialyzer blood leak occurred 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive. Blood was visually observed. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return to the manufacturer for evaluation.